Manufacturer narrative:
The handpiece motor and collet are running rough. The temperature are as follows, max 131 degrees, ambient 73 degrees, with a temp rise of 49 degrees. The motor and collet were all replaced. The device has been successfully tested to specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was sent in for evaluation. The analysis indicates the device overheated. There was no patient impact.